Event description:
The patient has a long history of severe medical depression and the diagnosis of essential tremor. She had received previous tecar (tranferencia electica capacitiva resistiva, meaning capacitive resistive electric transference. It is a diathermy (i.e. Deep tissue thermotherapy) about few months before. She had a n implant of deep brain stimulation at (B)(6) colombia ((B)(6)) for the leading doctor dra. (B)(6). She had trained at the department of neurosurgery, (B)(6) hospital, (B)(6). A medtronic activa tremor control was implanted on (B)(6) 2024. A day after she was released after sagittal craniectomy on her entire scalp. Not the two small indicated incisions she had to travel by (B)(6) at least 45 minutes. She was not prescribe antibiotics. The day after being at home she presented with urinary incontinence and some signs of right leg sore of plejia. She was taken back to the hospital and she develop a brain edema, and some sore of blockage in some brain arteries and they never put an intracranial release gauge valve. I contacted the bosses of that dr in canada, the executive secretary of (B)(6), the minister of health of (B)(6), the chancellor of that university in (B)(6) the medical director of the hospital in (B)(6) and medtronic medical affairs reporting this. Medtronic activa and the other similar devices are contraindicated in people who have diathermia. We as a family member are worried that they can falsified the clinical history, erase the surgical notes. We have information that (B)(6) had illegally used the dbs device for non approval FDA not even under humanitarian use. We asked to stop all these surgeries until investigation. Please see: is the medtronic synergy device (phyp-dbs), contraindicated in patients with these conditions? Where can I get the data please. Thanks. On tuesday, january 30, 2024 at 05:49:28 pm est, (B)(4) wrote: hello (B)(6), we are limited in the information that can be shared directly with prospective patients. Please note that medtronic dbs therapy is not FDA approved for the treatment of depression or dyskinesia, however, it is approved for treatment of essential tremor. General information about medtronic dbs therapy, including safety information, can be found on our website here: https://www.medtronic.com/us-en/patients/treatments-therapies/what-is-dbs.html. Information about clinical trials can be found on (B)(4). If your friend would like to discuss information from the published literature with their neurologist, we could send a summary to the neurologist. Please have the prospective patient contact us directly if additional information is needed. Thank you, (B)(4). Senior medical affairs specialist / neuromodulation & (B)(4). Medtronic 7000 central ave. Ne, rce385 / minneapolis, mn, 55432 / us. (B)(4). I contacted the person who"trained that doctor in (B)(6) also. Please see: from: (B)(6) sent: january 31, 2024 7:48 am to: (B)(6) subject: [external] question about deep brain stimulation (dbs). (B)(6). Department of neurosurgery, (B)(6) canada. Dear dr (B)(6). For how long do you hospitalize patients before and after the deep brain stimulation (dbs) surgery? Same day admission, usually discharge next day . Have you used it in patients with essential dyskinesia and or tremor and or trigeminal nerve pain? Yes what is the risk of death of this procedure. How often etc. Extremely well taking care care person, well fed much loved and protected by family. We will get them after the morning period. She was cremated but all the mistreatment may be at the clinical history. It is underreporting at maude. The only clinical trials for th e approval of this device is device were submitted in (B)(4). Is none postmarketing studies. It is a failure of the system. I am aware of the none stop waiving of conflicts of interest at the FDA. For me and the fbi and some people at doj. Mr. (B)(6) FDA ex deputy commissioner dr. (B)(6) with my information and the fbi the doj. The one was fired and the other "retired" thanks likely to me, the fbi and others. The reason is illegal waiving of conflicts of interest for over almost 2024 years at the FDA. Forwarded message from: (B)(6) to: (B)(4). (B)(6) sent: friday, february 2, 2024 at 02:46:23 pm est subject: a simple question. (B)(6) pa-c principal medical science liaison / deep brain stimulation medical science council hi, I reviewed an important amount of information on p960009 and the supplemental information. The only scientific information available in essential tremor seems to be the original submission in 1997. I noticed you have zero post marketing approvals information on this regard, zero, clinical trials on essential tremors, a lot of recalls of multiple defective parts and supplies. This is what prevails. I had noticed a lot of recalls and got the data. Please correct me if I am wrong. You did notice in my previous email to you and others that I mentioned two names sic" I am glad that (B)(6) ex deputy commissioner (B)(6) m.d. With my information and the fbi the doj. (B)(4).